Event description:
It was discovered by a company representative that a vns patient was deceased from review of an online obituary. Additional relevant information has not been received to-date.

Event description:
The death certificate was received from the state indicating the patient had died in their place of residence. The information regarding the cause of death had been redacted.

Manufacturer narrative:
Brand name, corrected data: the device brand name was inadvertently not provided on follow-up report #1. Model#, serial#, lot#, expiration date, corrected data: the model#, serial#, lot#, and expiration date, were inadvertently not provided on follow-up report #1. Implant date, corrected data: the implant date was inadvertently not provided on follow-up report #1. Date of manufacture, corrected data: the date of manufacture was inadvertently not provided on follow-up report #1.

Event description:
An estimate of battery life calculation using the manufacturer¿s in-house programming history database predicted the device was expected to be delivering therapy at the time of the patient¿s death.